Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose (bg) of 25-26 mg/dl which the customer addressed with consuming carbohydrates. Reportedly, the suspected cause of customer's bg was the pump bolus settings needing to be adjusted. Recommendation was made to consult with healthcare provider regarding diabetes management.